Event description:
Post operative shoulder pain pump caused chondrolysis and required multiple surgical procedures including shoulder replacement. Dates of use: 3 days. 2005. Diagnosis or reason for use: post-operative pain relief. Event abated after use stopped or dose reduced?: no.